Manufacturer narrative:
H.6. Investigation: DHR was reviewed and all required challenge samples, set-up and in process testing was performed in accordance with the quality plan. No quality notification were initiated during the build of this lot number. Received a total of 132 iag 24ga units within dispensers from lot number 8296916, all components within were intact. Visual inspection: a sample size of 76 units was selected to perform visual inspection. No evidence of physical-mechanical damage was observed on any of the representative samples received for evaluation. Catheter adapter pull: per qe request the test was performed 100%. All units passed per specification (=1.0 lbs.) No physical-mechanical damage was observed on any of the components of the units and no manufacturing related issues that would trigger the failure experienced by the customer were found.

Event description:
It was reported that there were four insyte autoguard yel 24ga x .75in catheters that were breaking. The following information was provided by the initial reporter: material no: 381412 batch no: 8296916 event description per customer's attached email states, "breaking" distributor is not able to obtain any additional information related to this event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that there were four insyte autoguard yel 24ga x .75in catheters that were breaking. The following information was provided by the initial reporter: material no: 381412, batch no: 8296916. Event description per customer's attached email states, "breaking." Distributor is not able to obtain any additional information related to this event.